Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). The reported phenomenon occurred before the procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed that the subject device was manufactured before the operational amplifier circuit design change of the printed circuit board as a countermeasure. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, and as a result of omsc investigation, there was the possibility that this phenomenon was attributed to the failure of the operational amplifier on the electrical circuit board. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the image of the subject device could not be displayed. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon due to the failure of the printed circuit board, and then exchanged the printed circuit board to new one. There was no report of patient injury associated with this event.